Event description:
It was reported that the stent failed to advance a heavily calcified, heavily tortuous lesion; additional force was applied but the proximal hypotube shaft bent. The device was removed and the shaft was straightened. The device was re-inserte and advanced in the anatomy, but could not cross the lesion. The proximal shaft outside of the anatomy broke and separated. There was no reported patient effect. Though requested, no additional information was provided. Device analysis revealed the device was returned with the stent implant loose on the balloon. There are crimp marks on the balloon between the markers.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the shaft, balloon, stent and in the inflation lumen and hub, which is consistent with the sds advanced into the patient anatomy. There was contrast on the shaft and in the inflation lumen consistent with preparation. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket material had separated 19.4 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was stretched. There were bends and kinks noted to the hypotube near the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling can cause a separation. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported failure to advance. The shaft most likely kinked during advancement of the catheter in the calcified anatomy. It was reported force was applied in the attempt to advance the sds in the lesion, which likely contributed to the shaft kinking. The shaft was then manipulated outside of the patient anatomy and advanced again into the patient anatomy where the shaft ultimately separated. It should be noted that the xience v instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Additionally, inspect for bends, kinks, and other damage. Do not use if any defects are noted. The IFU further states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Analysis noted the stent implant was loose on the balloon. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Since this damage was not reported in the incident information, the loose stent may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported failure to advance and hypotube separation appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.